Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced hypoglycemia, bleeding, itching, pain, differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer also reported receiving change sensor alert, sensor updating alert, calibration not accepted alerts. The customer reported blood glucose value of 45 mg/dl, sensor glucose value of 87 mg/dl and he hypoglycemic event was treated with glucose/carb intake. The event involved product(s) mmt-431ag, mmt-1884, mmt-7040ma, mmt-342. Troubleshooting was performed for hypoglycemic event. The customer was using the pump within 48 hours at the time of the event, and it was unknown whether the auto mode feature was active or not at the time of the event. Troubleshooting was performed for differences in glucose levels and the difference was not within acceptable range. Troubleshooting was performed for sensor issues and customer was advised to replace the sensor. No further patient complications were reported. No product return is required for mmt-431ag, mmt-1884, mmt-7040ma, mmt-342.